Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube has been found experiencing 300 occurrences of underfill during use. The following has been provided by the initial reporter: when taking blood to citrate tube 2.7 ml ref.363048 has been noticed that tubes do not fill correctly. They fill with foaming and slowly and are under filled although there is two months left to expiry date. Under filling is noticed with if it is taken as a secondary tube. Customer use straight needle eclipse. One problem caused by foaming is that you are not able to see correct level of sample (is level at minimum line or not), only after centrifugation that is seen. Unfortunately you have to ask patient to come again to blood collection after that kind cases and it causes directly expenses to customer and hospital.

Event description:
It has been reported that the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube has been found experiencing 300 occurrences of underfill during use. The following has been provided by the initial reporter: when taking blood to citrate tube 2.7 ml ref.363048 has been noticed that tubes do not fill correctly. They fill with foaming and slowly and are under filled although there is two months left to expiry date. Under filling is noticed with if it is taken as a secondary tube. Customer use straight needle eclipse. One problem caused by foaming is that you are not able to see correct level of sample (is level at minimum line or not), only after centrifugation that is seen. Unfortunately you have to ask patient to come again to blood collection after that kind cases and it causes directly expenses to customer and hospital.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.